Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. Upon follow up with the patient¿s pd registered nurse, it was confirmed this patient was hospitalized on (B)(6) 2021 following the patient noting cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital presented with staphylococcus aureus and a white blood cell (wbc) count of 3394/mm3. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed antibiotics during this hospitalization; however, the type, route, dose, frequency and duration of the antibiotics were not reported by the hospital. During this admission, the patient¿s pd catheter (not a fresenius product) was removed, and a central vascular catheter was placed in favor of hemodialysis (hd). The patient was able to undergo hd for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. The patient is recovering from this event while awaiting discharge. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge. It was stated, the patient will not be returning to pd as it was determined to be unsafe due to their decreasing cognitive ability.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty select cycler and liberty cycler set can be excluded as a source of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. Upon follow up with the patient¿s pd registered nurse, it was confirmed this patient was hospitalized on (B)(6) 2021 following the patient noting cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital presented with staphylococcus aureus and a white blood cell (wbc) count of 3394/mm3. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed antibiotics during this hospitalization; however, the type, route, dose, frequency and duration of the antibiotics were not reported by the hospital. During this admission, the patient¿s pd catheter (not a fresenius product) was removed, and a central vascular catheter was placed in favor of hemodialysis (hd). The patient was able to undergo hd for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the hospitalization. The patient is recovering from this event while awaiting discharge. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge. It was stated, the patient will not be returning to pd as it was determined to be unsafe due to their decreasing cognitive ability.